Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration during a fall in (B)(6) 2013, (date not specified) resulting in fixture loss. There are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4).